Event description:
It was reported that the patient had a driveline power fault at 22:30. The patient went into the clinic the next day. The log files were reviewed and captured driveline power fault alarms on 12jan2025. It was recommended that if the patient was stable that the modular cable and system controller be exchanged. It was also stated that the patient should be monitored after this for return of alarms. The log file also captured a few low power advisories for normal battery depletion. There were no other unusual events seen in the log files and the device appeared to be operating as intended. The patient had a recurrence of the alarm about 36 hours after the modular cable and system controller were exchanged. It was recommended by the on call engineer that the patient return for more log file downloads after the change of the modular cable and system controller. There was a mention of water ingestion. The patient did recall showering without a cover on the driveline exit site. A photo of the end of the modular cable that was exchanged was provided. Corrosion appeared to be present. It was asked given the corrosion should another modular cable and system controller exchanged even be done? Tech services noted that the modular cable and system controller can be replaced but the pump side connector needs to have a time scheduled to clean it or alarms would continue to occur. Nothing was changed until the log files were to be reviewed. The log files were provided for the patient and it was noted that driveline communication faults occurred and not driveline power faults. The log file was reviewed and confirmed driveline communication faults on 14jan2025 and 15jan2025. It was noted that it was not uncommon for the fault to jump around from power to communication especially when corrosion was involved. The best next step was to have abbott clean the pump side connector. The issue had not interred with pump operation. It was stated the patient could be sent home until a cleaning was scheduled. The customer requested that the modular cable connector be cleaned for the ongoing faults due to debris in the connector. The cleaning would happen 21jan2025. The cleaning of the connector was done on 21jan2025. The pump was disconnected a total of two times to do surface cleaning of the connector and a second time to clean the pin sockets. The patient tolerated both pump off periods well. The patient had both driveline power and communication faults prior to cleaning and they did not return post-cleaning. The modular cable 10583405 was replaced out of precaution during the cleaning. The modular cable 8933863 was to return.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of fluid ingress in the pump cable inline connector was unable to be confirmed as no images were submitted and the left ventricular assist device (lvad), serial number (B)(6), remains in use. Although a specific cause for this event could not be determined, the account indicated that water may have contacted the inline connector while the patient was taking a shower. The submitted system controller event log files contained events from 11jan2025 through 15jan2025, per the timestamps. Driveline power fault alarms were captured on (B)(6) 2025 from 23:37:46 through (B)(6) 2025 at 10:48:54. Driveline communication fault alarms were captured on (B)(6) 2025 from 19:16:02 through (B)(6) 2025 at 10:46:22. No other notable events or alarms were captured, and the system appeared to operate as intended. The patient remains ongoing on lvad, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, document rev. D are currently available. Section 6 of the IFU, ¿patient care and management¿, cautions to keep the driveline exit site as clean and dry as possible and contains a subsection on ¿caring for the driveline exit site.¿ section 1 of the patient handbook, ¿introduction¿, warns that the system components must be kept dry. Section 6 of the IFU and section 4 of the patient handbook, ¿living with the heartmate 3¿ warns that patients should never swim or take tub baths while implanted with the left ventricular assist device. Patient immersion in water or liquid may cause the pump to stop. These documents also instruct patients to never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, mobile power unit, batteries, power cable, or battery clips) in water or liquid. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults and driveline communication faults, and the recommended actions associated with these emergencies. Section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook instructs the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild soap. Additionally, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.